Manufacturer narrative:
A complaint was received with reference to a patient receiving a burn during a procedure. No lot number was provided so a manufacturing review was not possible. Statements by the customer have put into question whether correct skin preparation was carried out. For this reason the complaint has been recorded as use error.

Event description:
It was reported that a patient experienced a quarter sized "burn" on their calf from improper grounding pad adhesion from an rfa procedure. Clinic noted that the patient had excessive lotion on their leg. Medical intervention: patient being referred to wound care. Medical delay: 5 minutes trying to get proper ground pad adhesion. Adverse consequences: small burn on their skin. Since medical intervention ( wound care) was required, nmt has determined this to be a reportable event.